Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt experienced worsening pain medial aspect elbow. Pt underwent left elbow medial epicondyle hardware removal. Left elbow arthroscopic loose body excision and debridement. Fluoroscopic images taken during the procedure appear to verify fusion. No new hardware was implanted. This is the 1st of 2 reports submitted on this event.